Event description:
The customer alleged that during est, the vent would not make any audible alarm or a/c alarm tests. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that there were no audible alarms or a/c alarm, and no malfunction may have occurred.